Event description:
The deploying apparatus detached from the manipulating rod, leaving the apparatus inside the abdomen. No injury to the patient. FDA safety report ID# (B)(4).

Event description:
The deploying apparatus detached from the manipulating rod, leaving the apparatus inside the abdomen. No injury to the patient. Da safety report ID# (B)(4).